Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest procedural factors (manipulation of the devices, guidewire) may have contributed to the lv perforation, surgical repair and subsequent patient death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), a sapien 3 ultra valve was deployed in the aortic position by the transfemoral approach. Post procedural, after the sheath and wires were all removed, hemodynamic pressure suddenly dropped. A left ventricular perforation and pericardial tamponade were detected. Initially, an attempt was made to suture the perforation with the beating-heart, but cardiopulmonary bypass (cpb) was needed to have better control. A sternotomy and suture of the perforation of the left ventricle were performed. The patient was transferred to the ICU in a stable condition. While in recovery, a new onset of hemodynamic instability occurred. Resuscitation was performed and, again, a major bleeding occurred (seen by rapid drainage blood loss). A second re-sternotomy could not be performed. The patient expired due to hemorrhagic shock.